Manufacturer narrative:
Related mfrs for the june and september power spikes: 2916596-2022-11579 and 2916596-2022-14286. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was brought into the hospital on (B)(6) 2022 for a planned pump exchange that did not take place due to the patient being deconditioned. It was noted that the patient had began having power spikes in (B)(6) 2022, which continued through (B)(6) 2022. The patient's lactate dehydrogenase (ldh) on (B)(6) 2022 was 410 and the patient experienced highest ldh level of 472 in (B)(6) 2022. The patient remained hospitalized but did not require intensive care unit level of care while further testing was being conducted to optimize the patient prior to a pump exchange. Log files captured elevated pump powers noted as high as 9w. The majority of these were associated with pulsatility index events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 9.9 watts were recorded on (B)(6) 2022. Corresponding elevations in pump flow up to 11.8 liters per minute were also captured. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that pump exchange was not performed but was planned for one in the future once patient is less deconditioned. The patient was outpatient enrolled in cardiac rehab, stable but remained mildly symptomatic with dizziness, fatigue, depression, and decreased appetite. Heparin drips were given; multiple tests were done to assess for clots along with ramp study. Pump elevated power was intermittent but overall occurrences had decreased, and patients' symptoms improved. Plan of care was to do cardiac rehab to rehabilitate prior to pump exchange for best chances at better outcomes due to patient¿s current age, condition, and repeat surgery risks.